Event description:
Infant with custom trach - bivona neo 3.0 cuffed flextend trach (i.d. 3.0mm; o.d. 4.7mm; length 32mm) which was placed in infant. Six days later, found to have secretions (presumably from infants airway) in the distal portion of the balloon extension (used to inflate cuff) of the trach tube. Trach was not being used with cuff inflated so that balloon extension portion of trach was not being used. Trach tube changed and when cleaning the trach the rn noted that soapy water traveled up into the balloon. Believed cuff assembly defective. Trach saved.